Event description:
Reporter reports that his mother was being lifted from bed and the sling broke. Pt fell to floor and broke both hips. Ems was called and pt was taken to hospital. Pt now has to remain on back for 6 weeks in hospital. Reporter states that the stitching is defective.